Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue.a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
(B)(4). Regulo had a "patient handset stuck" error message even there was no patient handset plugged in. Pca8120 sn (B)(4). Failure device type: failure problem type: failure mode: case resolution: I recommended regulo to replace handset harness assy. If hand set harness assembly does not resolve the problem, regulo will replace logic board.